Event description:
Covidien endoclip iii clip applier fired 5 clips successfully; however, on the sixth clip it jammed. A clip jammed within the shaft which hindered the jaws from closing and being able to release through the 5mm reusable covidien trocar (B)(4). Reported to MFR via rep.